Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The customer reported that following a videolaparoscopic surgical procedure, it was necessary to remove the sutures, although they were absorbable, due to a significant inflammatory reaction observed during the follow up visit. The sutures already appeared coarse at the time of application, and the braided material tended to accumulate and thicken downstream of the thread's passage. It has often been necessary to proceed with the removal of these sutures in minimally invasive surgical access sites because of the excessive inflammatory reaction, with the thread appearing markedly swollen and the adjacent skin highly inflamed. The situation was managed with antibiotic therapy and local antiinflammatory treatment. The inflammation occurred at the subcutaneous level at the site of the surgical incision, with local signs of redness, edema, and mild tenderness on palpation.

Manufacturer narrative:
Summary of investigation: without code and batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: root cause: not applicable, inflammation is an expected undesirable side-effect documented in the instructions for use of the product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, irritation is an expected undesirable side effect documented in the instructions for use of the product: side effects as with all suture materials, prolonged contact with salt solutions, such as urine and bile, can lead to lithiasis. As with any other suture, after implantation, the following side effects may occasionally occur: transient inflammatory foreign body reaction, transient local irritation, granulation, stitch sinus, infection at the wound site or impaired aesthetic outcomes. However, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.